Manufacturer narrative:
The insulin pump was received with a blank display due to a faulty liquid crystal display board.

Event description:
It was stated that the insulin pump had a blank display after the customer was laying out in the sun. Troubleshooting was performed, but the issue was not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.